Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced fluid loss. The patient busted the left cylinder due to excessive pressure during intercourse, causing the fluid loss. The fluid loss was identified because the ipp stopped working and air was identified in the system. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.